Event description:
The customer called to report high blood glucose levels and no delivery alarms. The customer then stated, he was hospitalized for low blood glucose. No blood glucose reading was reported. The customer did not have the tubing clamp to perform the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.